Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent placement procedure, performed on (B)(6) 2010. According to the complainant, the stent was placed for a benign distal biliary stricture secondary to chronic pancreatitis. A sphincterotomy was performed during the procedure. The stricture was not predilated. The stent was reported as being placed in a satisfactory position across the stricture. On (B)(6) 2010, post stent placement and ercp (endoscopic retrograde cholangiopancreatography) procedure, the patient experienced right upper segment abdominal pain. The patient was diagnosed with post ercp pancreatitis, which prolonged the patient's hospitalization. The patient responded to an application of dipidolor (piritramide). Discharge was dependent on lab value parameters and occurred on (B)(6) 2010 when lab values declined. The event was reported as resolved without residual effects at time of discharge. The device remains implanted. The investigator assessed the event as probably related to the study stent placement.

Manufacturer narrative:
(B)(4) (post-ercp pancreatitis; medical intervention required). (B)(4). As the device has not been returned, the boston scientific could not perform a technical analysis. A labeling review identified that this device was not used per the directions for use. However, the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The most probable root cause classification of this investigation is anticipated procedural complication.